Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was possible damage to the instrument noted after the arcing event. Cauterizing was being performed with the e-200 when the arcing occurred. The generator was set at 50w low mode. The instrument¿s tip was in contact with tissue. However, the arcing didn¿t occur from the site. There were no collisions of instruments nor did the instrument touch any staples, clips or sutures while energized and the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, when electricity was applied, smoke came out from between the 8mm maryland bipolar forceps instrument's tip and the shaft. There were no sparks or alarms. The customer determined that this was not surgical smoke caused by bipolar tissue coagulation and replaced the product. No similar phenomenon occurred after replacement. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.